Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device. The patient experienced inflammation, purulent discharge and a large bump at the insertion site. The patient called their primary care physician (pcp). A few days after removing the pod from the insertion site. The patient was diagnosed with cellulitis over the phone. The patient was prescribed cephalexin (500mg) to be taken 3 times daily for 7 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.